Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter adhering to the forceps base could not be identified and the root cause of the issue could not be determined, as it is unknown if there was a problem with the re-process procedure and no additional event information was provided. The event can be prevented by following the IFU instructions for reprocessing below: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to damage on the channel tube, water tightness was lost; the distal sheath adhesive was detached; the connecting tube, universal cord, and control unit had scratches; the grip had a dent; the suction cylinder was shaved; due to the wear of the angle wire, the bending angle in the "up" direction did not meet the standard value; due to the wear of the angle wire, the bending angle in the "left and right" direction did not meet the standard value; due to the ware of the angle wire, the play of the up/down knob is out of the standard range; due to deformation of the forceps elevator, the forceps raising angle exceeded the standard range; the water removal ability did not meet the standard value; the nozzle was deformed; due to damage on the ultrasonic cable, the number of missing elements exceeds the standard value; the ultrasonic cable becomes unplugged; there was a chip in the adhesive area between the distal end and the light guide cover; and the acoustic lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported for the customer that, during reprocessing, the evis exera ii ultrasound gastrovideoscope was experiencing low angulation and leakage from the biopsy channel. There were no reports of patient harm associated with this event. During the device evaluation, an unknown yellowish-brown colored foreign material became attached to the forceps elevator due to incorrect or insufficient cleaning of the device. This report is to capture the reportable malfunction of foreign material found on the device that was noted at estimation.